Manufacturer narrative:
Corrected data: h6 (component code: removing ¿access port¿ and adding "tube¿). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as it is unknown if there was a deviation from the instructions for use reprocessing steps, and no physical damage to the location of the foreign material was noted. The event can be detected/prevented by following the instructions for use which states the detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During incoming inspection of the device, olympus technician noticed that it was impossible to remove the clogging material from the channel, making visual identification of this material even more difficult. It is likely that the clogging material might have come from human body residues or from a disinfection machine. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water (insufflation) channel was clogged. There were no reports of patient involvement.